Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the device was difficult to close and fire, but finally closed by closing the trigger. Tissue was cut but not stapled. Unknown how case was completed. There were no adverse consequences to the patient. Additional information was requested, but not further details have been provided to date. (B)(6).